Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The synchro guidewire was examined and it was observed that the guidewire was returned in two fragments. The guidewire proximal fragment was approximately 187.0cm long and the guidewire ptfe coating was scrapped on several places between approximately 26.0cm to 34.0cm from its proximal end. The guidewire distal section was approximately 13.0cm long. The guidewire distal nitinol and core wire were separated. The core wire was visible on proximal and distal separated sections. The guidewire was bent 1.5cm from its distal end. The guidewire was also bent along its proximal nitinol section and it was slightly shaped on its distal section. In addition, there was necking at the corewire fracture site which could indicate a ductile fracture caused by bending and twisting of the guidewire by the physician. Due to the condition of the returned device, the functional evaluation could not be performed. However, the guidewire appeared to be separated due to excessive torque and manipulation during use contributing to the reported event. The dfu states " excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)¿. An assignable cause of ¿use error¿ will be assigned to this event.

Event description:
Friction was experienced attempting the remove the guidewire from the microcatheter; therefore, the physician removed both of the devices as a unit from the patient¿s body. It was reported that after removal, it was observed that the guidewire distal section had separated from the proximal section, but it remained contained within the microcatheter. There was no patient complication reported due to this event.

Manufacturer narrative:
The subject device is unavailable.

Event description:
Friction was experienced attempting the remove the guidewire from the microcatheter; therefore, the physician removed both of the devices as a unit from the patient's body. It was reported that after removal, it was observed that the guidewire distal section had separated from the proximal section, but it remained contained within the microcatheter. There was no patient complication reported due to this event.